Manufacturer narrative:
Batch review performed on 12 aug 2024: lot 140012: (B)(4) items manufactured and released on 28-marc-2014. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 9 years and 9 months from the primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.